Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach for carotid artery stenting. The physician was certified in the use of the device. There were no visible signs of device or package damage prior to use. One device was used. An unknown 8f catheter sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the device. Angiography confirmed femoral artery suitability, including insertion angle of 30¿45 degrees, vessel diameter =5 mm, and no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The deployment button was not fully depressed and flush against the handle. The exoseal vascular closure device (vcd) and sheath introducer were removed as a single unit approximately 1¿2 seconds after attempting deployment. Upon removal, the plug did not fall out, was not partially deployed, and the indicator wire remained visible. The device was returned for evaluation.